Manufacturer narrative:
The lot number has been provided, and the lot device history records have been reviewed. The lot met all release criteria. The investigation is confirmed for a break, as the cannula hub and stylet tang were found broken on the returned sample. The device was returned with protective tubing placed on the needle tip. The stylet and cannula were returned in their initial positions (not primed). The sample was not cocked, as the arrow could not be seen in the ready window. Loose particles could be heard within the device. There were no visual anomalies noted on the device. The device was functionally tested by attempting twisting of the rotational knob once, however, the device was jammed and unable to be primed. Further functional testing could not be performed. The device was disassembled and the internal components were examined. The investigation is confirmed for a break, as the cannula hub and stylet tang were found broken on the returned sample. The investigation is inconclusive for failure to fire and failure to obtain samples, as functional testing could not be performed due to cannula hub and stylet tang break. The root cause for this event was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant / reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Event description:
It was reported that during a breast biopsy procedure, the device failed to fire and collect tissue sample. Another device was used to complete the procedure. There was no reported pt injury.